Manufacturer narrative:
Investigation summary: bd received seven (7) samples and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd determined that the root cause of the indicated failure mode was attributed to: the black fm is attributed to loose dirt. The white fm is attributed to inadequate mixing of material used in the gel manufacturing process. The brown fm on the outside of the tube is attributed to grease from the manufacturing process. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping and manufacturing line modification has been implemented to help mitigate fm. Bd has initiated further root cause investigation relating to the issue of fm through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The foreign matter event occurred 6 times. The dirty tube event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "the following issues were found in the tubes: foreign matter in the gel x6, dirty tube x1."